Event description:
It was reported that the implantable neurostimulator (ins) had been converting back to factory setting since (B)(6) 2010. It was noted that there was a loss of efficacy but it was unrelated to stimulation therapy. Patient had a colonoscopy done on (B)(6) 2010, no electro cautery was used. Stimulation was off, 0v 210/30 0-3+. When the device first flipped to factory setting patient was sitting in a recliner with a lamp on his left side. It was noted that the patient had not wanted anything done at that time, device was controlling right body tremor. Patient was scheduled for an ins replacement on (B)(6) 2013. Patient was noticing an increased tremor. Low impedances were observed on (B)(6), it was showing less than 50ohms since 2010. There were no falls or trauma. Longevity calculation was done and elective replacement indicator showed greater than 120 months. It was later reported that the patient experienced tingling on the right side of his face when the device was turned on. He chose to leave the device off. It was clarified that each time he would return to the doctor¿s office, his device would be at factory re-set settings. The ins reached normal battery depletion and was replaced on (B)(6) 2013. He recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 7438, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3387-40, lot # l71172, implanted: (B)(6) 1999, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 7426, serial # (B)(4), implanted: (B)(6) 2004, product type implantable neurostimulator; product ID 3387-40, lot # l75378, implanted: (B)(6) 2000, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of neurostimulator model 7426, serial # (B)(4) showed that the device failed all tests using the case to electrode. However, it was noted that good stable output was seen on the bipolar electrode pairs. The unit was re-tested on a different test console apparatus but the stimulator still failed all tests using the case to electrode. It was found that the case bond wire had lifted from the hybrid bond pad. It was also observed the negative battery bond wires were lifted from their respective hybrid bond pad. The epoxy bond was broken between the hybrid and both battery terminals.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.